Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impendence measurements, measuring greater than 125 ohms. Technical services (ts) reviewed and stated that the daily shock impedance measurement showed a good indication of the system functionality, however, increase in shock impedance measurements was due to calcification of the hv coil, physiological changes and medication changes. The trend data from implant showed that impedances were increasing gradually. The rv pace and sense impedance, threshold and intrinsic amplitude appear stable and in-range. Ts recommended to evaluate this rv lead for any evidence of lead fractures. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This report contains correction in section d6a implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impendence measurements, measuring greater than 125 ohms. Technical services (ts) reviewed and stated that the daily shock impedance measurement showed a good indication of the system functionality, however, increase in shock impedance measurements was due to calcification of the hv coil, physiological changes and medication changes. The trend data from implant showed that impedances were increasing gradually. The rv pace and sense impedance, threshold and intrinsic amplitude appear stable and in-range. Ts recommended to evaluate this rv lead for any evidence of lead fractures. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impendence measurements, measuring greater than 125 ohms. Technical services (ts) reviewed and stated that the daily shock impedance measurement showed a good indication of the system functionality, however, increase in shock impedance measurements was due to calcification of the hv coil, physiological changes and medication changes. The trend data from implant showed that impedances were increasing gradually. The rv pace and sense impedance, threshold and intrinsic amplitude appear stable and in-range. Ts recommended to evaluate this rv lead for any evidence of lead fractures. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.